Manufacturer narrative:
Received one (1) used. List #140019291, primary plum set for inspection. As received, a stickdown was observed. The set was attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. An occlusion alarm was generated. The set was leak tested and a leak was observed. The clave was disassembled and a bent spike and torn seal were observed. The reported complaint of no flow can be confirmed. The probable cause of the bent spike is unknown and cannot be determined without return of used mating device. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm was found to have become occluded during patient use. The reporter stated that the clave port on the primary plum set was pushed in and did not allow backpriming to take place. The cl3020 set was being put onto the clave b port, and then the backpriming did not work. Someone became aware of the issue when the alarm on the pump sounded. There was no medication being used with this product, and the product was not reprocessed or re-sterilized prior to use. Sodium chloride was used for the intravenous (IV) solution or medication. There was no leakage noted on the set. The set was replaced, and therapy resumed without any problem. There was no unprotected chemotherapy exposure to the patient, health care worker, or other personnel.